Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Event description:
The user facility reported a patient admitted with non-st elevation myocardial infarction was implanted with an impella 5.5. Device for mechanical circulatory support. During support, purge pressure high alarm was encountered and tissue plasminogen activator was administered. The patient was noted to be in stable condition.

Manufacturer narrative:
The investigation of high purge pressure has been completed. The impella device was not returned for evaluation. Logs analysis confirmed the resolution of high purge pressure. There were also motor current spikes followed by the high purge pressure. The root cause of the high purge pressure was most likely biomaterial.